Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2014 with the following findings: during a visual inspection, the battery compartment was cracked and found to have a leak. There was evidence of moisture corrosion found in the battery compartment. Investigation did not reveal moisture in other parts of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.